Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of almost 1000 mg/dl. The customer's other blood glucose was 900 mg/dl, 980 mg/dl. The customer did experienced the symptoms such as severe abdominal pain and appendicitis. The customer was treated with pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer was using auto mode. Customer was treated with intravenous fluid in hospital. The insulin pump will not be returned for analysis.